Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Analysis summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that it was received one needle with a paper cover, a tray, and a winding former that pertain to product code vcp433h. During the visual inspection of the detached needle, the swage and attachment area was as expected. The barrel hole was examined under 20x magnification and remnant suture was noted. The condition of the barrel hole shows the suture was severely cut therefore this was resulting in a clip off defect. As per returned conditions of the sample no functional test was performed. Based on the information currently available, the clip-off was identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. Trade name: irgacare®. Active ingredient(s): triclosan. Dosage form: suture/solid/parenteral. Strength: = 275 g/m. Related events captured via 2210968-2022-10473 and 2210968-2022-10474

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and suture was used. The problem of pulling off suture needle happened after the product entered peritoneal cavity. Changed to another one to complete the surgery. There were no adverse patient consequences reported. No additional information could be provided.

Manufacturer narrative:
(B)(4) this is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h6 h3 analysis summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned sample. Visual analysis of the returned sample determined that one (B)(6) sample was returned with a suture, a tray, a paper cover and a winding former. However, the needle was not received for analysis. During the visual inspection of the suture, no damages were observed. However, on tip of the suture a short insertion was observed. The visual inspection concluded that the combination of the needle/suture was found detached since the insertion end of the suture did not meet the requirement. Based on the information currently available, the pull-out was identified during the investigation of the sample received. This product issue will be addressed through ethicon inc¿s quality system. Related events captured via (B)(4)